Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos of a device. The visual inspection of the returned photos noted photos one depicts what appears to be three properly formed clips applied on tissue. Photo two depicts what appears to be a fully formed clip not attached to tissue, just lying on the tissue. Photo three depicts the three fully formed clips applied on tissue and one fully formed clip lying on the tissue. The clips appear to be properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on the cystic artery and cystic duct, the surgeon was able to squeeze the handle the jaws were able to close. The clips fell into patient¿s cavity and were retrieved. The device was slipping out of line many times and they waited to find another clip applier from a different company and took thirty minutes or more to complete the case. There was no patient injury.